Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device didn¿t detect any handpiece. Per service reports, this complaint cannot be confirmed. However, it was found during evaluation that the 8 pin socket was corroded by fluid. The plug for connecting the hand piece was replaced to resolve the issue. The device was cleaned, calibrated newly, tested and found to be fully functional. Fluid contact is responsible for the corrosion observed on the 8 pin socket. When the plug for connecting the handpiece is defective, the device could not detect the hand piece, therefore is a possible root cause of the reported problem; however, as the reported problem was not confirmed, a definite root cause for the issue that was experienced by the user cannot be determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 11/19/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the customer as following: the device didn¿t detect any handpiece during an unknown procedure. Customer didn¿t have any spare one so mention that without any there will have a delay and an impact on the quality of the procedure. No further information available. Loaner requested.